Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message "transmitter is not connected" during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.